Manufacturer narrative:
Device evaluation the cuff was visually inspected and microscopically examined. Functional tests concluded there was a circumferential tear in the cuff shell causing fluid loss that was the result of explant damage. The damage is not indicative of a product quality deficiency. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to erosion. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to erosion. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.